Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bessiere, c. Et al (2013), coracoid bone block versus arthroscopic bankart repair: a comparative paired study with 5-year follow-up, orthopaedics & traumatology: surgery & research, vol. 99 (issue 2), pages 123-130, (france). This study emphasizes on comparing the rate of recurrence following bankart repair and latarjet procedure. The patients evaluated on course of this study: a retrospective monocentric study included a cohort of patients who underwent surgery for post-traumatic recurrent antero-inferior instability between january 1, 2004 to december 31, 2005: 51 patients who underwent an open latarjet procedure were paired for age at surgery to 51 patients who underwent an arthroscopic bankart repair. All patients were evaluated with a questionnaire and 50% were evaluated in a follow-up consultation with x-rays. Recurrent instability was defined by at least one episode of anterior dislocation or subluxation. The follow-up period for bankart group is 64 (50-74) months, while the latarjet group is 66 (50-80) months. The article describes the following procedure: in the bankart group, ligament repair was performed. The temporary outside traction suture (tots) technique, a temporary traction suture was systematically used. In the coracoid bone block group, the latarjet technique modified by patte and walch was used. The devices involved were: panalok¿ suture anchors (mitek, johnson and johnson, somerville, new jersey) associated with pds 11¿ resorbable sutures were used in the bankart group. Fixation with two screws was used in the latarjet group. Complications mentioned in the article were: 12 out of 51 patients had a recurrence after bankart repair at 5 years follow-up. 7 of these patients occurred within 2 years after surgery. 2 patients in the bankart group underwent revision surgery for recurrent instability: one by coracoid bone block 10 months after the initial procedure, the other by arthroscopic bankart repair and coracobiceps tenodesis 14 months after the initial procedure. The first patient did not have any other episodes of instability, the second presented with two new traumatic dislocations, 2 and 3 years after the second procedure. One-third of the patients still had subjective anterior apprehension during abduction and external rotation. Most of the remaining two-thirds had slight, episodic or climatic pain, or pain when using force. 9 patients had a change in main sport since surgery because of the shoulder. 10 patients in the bankart group presented with one or several episodes of recurrent instability without undergoing revision surgery.